Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after programming the implantable pulse generator (ipg) magnetic resonance imaging (MRI) suresan mode to on during the MRI scan, the patient came out of the MRI in atrial flutter. Anti-tachycardia pacing was turned on and the physician will continue to observe the patient. The device is still in use. No further patient complications have been reported as a result of this event.